Event description:
Additional information received stating that there was no device available for return to cook.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. E1 - customer (person): phone: (B)(6). Investigation ¿ evaluation: a representative of (B)(6) (germany) informed cook on 03jul2023 of an incident involving a guardia¿ accesset embryo transfer catheter (rpn k-jets-7019-et) from production lot 15291416. It was reported that a black hair was found in the packaging on 03jul2023. The procedure was completed with an additional product. No adverse effects were reported. Reviews of the complaint history, device history record (DHR), quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 15291416 records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The evidence suggests product in house and in field are built to specification. Cook also reviewed product labeling. The product IFU, ¿embryo transfer catheter¿ provides the following information for end users related to this failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to a quality control deficiency. The issue is most likely occurred during the packaging process. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9: device available for eval: unknown. E1: last name: (B)(6). E3: customer occupation = unknown. G2: report source = 'origin of complaint' unknown. H3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = product to be returned: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a black hair-like matter was found inside the package of a 'guardia accesset embryo transfer catheter'. The device was not used. There was no patient injury.